Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information requested: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Additional information received: looking at the device, the jaws are closed and there is tissue in the jaws. The patient is fine.

Event description:
It was reported that during an laparoscopic appendectomy procedure, the device jammed whilst in use and the operator could not get it open whilst it was on tissue. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Batch # r5940k. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45g cartridge loaded in the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g., squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). I was told that the device jammed whilst in use and the operator could not get it open whilst it was on tissue. I am told the device made a very loud noise as the trigger was pulled. She says the device was locked on tissue and was cut off. The patient was fine.